Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm and insulin squirting out during the manual prime. The customer also reported that the drive support cap is protruding from the case. In addition, the customer stated that she over corrected, and is experiencing a low blood glucose of 54 mg/dl. The customer did treat. Advised the customer that the insulin pump would be replaced. Nothing further was reported.